Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a faulty cable was found. Therefore, it was determined that the video function did not work properly due to the faulty cable and the indicated phenomenon [no image] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
An olympus personnel reported on behalf of the customer that the image displayed on the screen by the high definition camera head was black. The issue was found during reprocessing before use in a diagnostic enteroscopy procedure. The patient was not under sedation, there were no reported delay in procedure. The facility completed the procedure with another similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿image dark on screen¿ was confirmed. The device evaluation found the cable unit was broken, resulting in the black screen issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.